Event description:
This rv lead was implanted on (B)(6) 2014. A call was placed to technical service on 11/09/2016 reportedly stated an alert for shock impedance out of range. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).